Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with inj. (Injection) vancomycin, 1 gram, every 4th day, ip (intraperitoneally); inj. Amikacin , 250 mg, once daily (od), ip and inj. Cefotaxime, 1 gram, od, ip. It was unknown if the patient was hospitalized for the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.